Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and the oxygen ring of flow sensor was found not to be attached correctly. The device's oxygen ring was reattached to address the issue. In addition of the above evaluation, the device's silver frame around the power button and the sound silence button was missing, vanity cover was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software was uploaded.